Event description:
Tubing separation reported. A pt had gotten up to walk to the bathroom. The IV tubing at that time was fine. When she turned on her call light to return to her bed, the nurse came in and noted blood backed up in the tubing. The tubing had separated and there was an unspecified (could not be determined) amount of blood on the floor. The pt IV access site was lost, but was able to be restarted, and the tubing was changed. Hydrating fluid was infusing at the time of the event. No treatment was reported to have been given. No pt harm was reported.